Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a qdot micro¿ catheter and a decanav electrophysiology catheter and the patient experienced cardiac tamponade that required surgical intervention and prolonged hospitalization. Cardiac tamponade occurred in a pvc procedure. The most likely cause is that the cs catheter broke through the cardiac wall when it was inserted very deeply. Bleeding could not be stopped, and open chest surgery was performed. Patient required prolonged hospitalization. The physician's opinion on the relationship between the event and the product is there was no causal relationship with the bw products. The physician¿s assessment of the adverse event is that it was non-serious (moderate/minor). The event probably occurred when the cs catheter was advanced deeper to perform an additional ablation. No abnormalities were observed prior to or during use of the product.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31198321m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-01152 for product code d139505 (qdot micro¿ catheter) (2) MFR # for product code r7d282ct (decanav electrophysiology catheter).

Manufacturer narrative:
On 9-apr-2024, additional information was received indicating a transseptal puncture was performed with an rf needle. Prior to noticing the cardiac tamponade ablation had already been performed. There was no evidence of steam pop. The patient¿s outcome from the adverse event is fully recovered. Additionally, it was confirmed that during the cs catheter insertion a competitor¿s cs catheter was used. As such, this event will no longer be considered to be MDR reportable against the bwi decanav electrophysiology catheter. This event will remain reportable under MFR # 2029046-2024-01152 for product code d139505 (qdot micro¿ catheter). Manufacturer's ref. # (B)(4).